Event description:
The patient had been complaining of pain and discomfort. Surgeon thought this could be a result of the baseplate slipping. It was stated that during the revision the surgeon removed the baseplate and saw that the tray had snapped. It was also reported that the hospital stated that they are carrying out an investigation to determine whether the snapping of the implant was the reason behind the pain or if it was caused by slipping of the baseplate, which may have been due to the patient's weight.